Event description:
It was reported that a vented gravity set leaked an unspecified drug from the air vent during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and noted that the air vent was cracked and broken. A flow test using gravity was performed, and the air vent of the vented chamber was found to leak due to the crack. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be an error during the manufacturing process. A CAPA has been opened to address this issue. In order to further address this condition, involved personnel were made aware of this issue, the manufacturing equipment was upgraded, and in process visual inspection and leak testing were increased for this product code. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.